Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause to acoustic line missing, a damaged ultrasound probe, was traced to component failure and the most probable root cause to the adhesive had been chipped could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound videoscope had an acoustic line missing, a damaged ultrasound probe and the adhesive was chipped. There had been no patient involvement.